Event description:
During the review of the patient's programming history at the request of the treating neurologist's office, it was observed that on (B) (6)2004, the patient's device was inadvertently programmed to the incorrect settings at the time of generator replacement. The physician did not perform a final interrogation prior to the completion of the patient's surgery. The patient's settings have since been corrected. There were no adverse events reported as a result of the incorrect settings. The device information is unknown as the information was not noted at that time and the handheld computer has since been upgraded with a newer version of software.